Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s wearable failed. At an unspecified time later, the patient began to experience symptoms of hyperglycemia including vomiting, weakness, and lack of energy. The patient was also wearing a betabioinics ilet insulin pump. Due to the patient¿s worsening symptoms, ems was called and the patient was transported to the ER. At the ER, the patient was treated with an IV insulin drip, IV fluids, and unspecified antibiotics. The antibiotics were given as a precaution due to the patient¿s history of being a kidney transplant recipient. The patient stated she was hospitalized for approximately 2.5 weeks. The patient was still ¿weak and getting her strength back¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.